Event description:
A malfunction on the pump was reported, displaying a specific code. There was no adverse impact to the customer's blood glucose level. The customer service team assisted the caller with resetting the pump, after which the issue did not recur, allowing the customer to continue using the pump. The customer was advised to reach out again if the problem reappeared.